Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose cap was found during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "when meet with costumer she showed me the different feeling between the with plug in 393222 (blue) and 393224 (pink). It´s the feeling and function in the pink they are used to. Therefore I send this 2 393224 from different lot fore you to feel. This is the 3d complaint from this costumer who are facing problem with leakage in vps. The plug is not possible to attach tight enough to prevent leakage backwards. They use the port to flush. It happens with 3 of 4 vps. This has not been a problem before, but the last months they have experienced this. This pivc is inserted 1 hour during a treatment or investigation. After this hour the pivc is put out. I will pick the products up from costumer and therefore tnt have to come to me." 1 of 3 complaints.

Event description:
It was reported that a loose cap was found during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "when meet with costumer she showed me the different feeling between the with plug in 393222 (blue) and 393224 (pink). It´s the feeling and funktion in the pink they are used to. Therefore I send this 2 393224 from different lot fore you to feel. This is the 3d complaint from this costumer who are facing problem with leakage in vps. The plug is not possible to attach tight enough to prevent leakage backwards. They use the port to flush. It happens with 3 of 4 vps. This has not been a problem before, but the last months they have experienced this. This pivc is inserted 1 hour during a treatment or investigation. After this hour the pivc is put out. I will pick the products up from costumer and therefore tnt have to come to me.".

Manufacturer narrative:
H.6 investigation summary: three used samples and three representative samples were received by our quality team for evaluation. The 3 used samples consist of 1 piece of 22ga vps sample from batch #9241373 (material: 393222), and 2 pieces of 20ga vps samples from batch #8249458 (material: 393224) and #7356172 (material: 393224) respectively. All the 3 representative samples were from batch #9241373 (material: 393222). The 3 used samples were subjected to visual inspection. No defect was observed on the end cap and cannula hub. The end cap of the 3 used samples were subjected to dim 6.9 measurement, tread gauge measurement and end cap leakage test. The cannula hub of the 3 used samples were subjected to luer cone measurement and catheter adapter leak test. All the 3 used samples pass the inspection. The 3 representative samples were subjected to visual inspection. No defect was observed on the end cap and cannula hub. The end cap of the 3 representative samples were subjected to flow control plug and end cap disassembly force test, dim 6.9 measurement, tread gauge measurement and end cap leakage test. The cannula hub of the 3 representative samples were subjected to luer cone measurement and catheter adapter leak test. All the 3 representative samples pass the inspection. Since both the used and representative samples all passed inspection, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.